Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported chronic total occlusion (cto). A 7fr sheath was used in the right femoral artery, and the artery was closed with an 8fr angio-seal device. After one week the patient got a skin rash at the groin. It has spread over the backside and the legs. The whole body is now affected. It is called a generalized urticaria. The patient is immunosuppressed and needed an overview of the ingredients of the angio-seal device for his dermatologist. The patient was harmed, and further treatment was needed. Additional information was received on 03 jan 2023: the procedure performed for the patient, at the time of using the angio-seal device was a coronary angiography. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no difficulties with device insertion. Patient anatomy was not difficult during the withdrawal of the device. The estimated blood loss was less than 250cc's. There were signs of an allergic reaction on the skin, beginning in the groin region. The patient was stable. The type of further treatment for the patient is not available. The patient does not have any allergies however is immunosuppressed.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the allegation as the device is not the likely cause of the allergic reaction. Based on the available information, the reported cause of the event remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).